Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of "pump had spontaneous change to slower rate" was not verified through review of the event history log as no abnormalities were observed. The device was found out of specification during evaluation troubleshooting. The device was tested for flow rate accuracy at 75ml/hr and 300ml/hr with resulting percent accuracy results of -0.0293% and -9.4273% respectively. The value of -9.4273% being greater than 5% error is out of testing specification. The cause was determined to be an out of adjustment pressure plate setup. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy of oxaliplatin. The infusion initially runs at 270 ml/hr and changes to approximately 138 ml/hr. No additional information is available.